Event description:
During a right hepatectomy the cusa 23 khz cusa excel standard tip snapped, leaving the small sharp end approximately 8 millimeters (mm) in the wound site, which could have punctured the liver causing trauma. However, the piece was quickly found and the problem resolved. The patient did not incur an injury as a result of this event. It is not known at this stage why the tip snapped off approximately 8 mm from the end, it is therefore, difficult at this point to identify the exact cause of the failure.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.